Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Pump received with cracked reservoir tube lip, scratched lcd window, broken belt clip slot and scratched case.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 71 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.